Event description:
Report received from (B)(6) which states: "surgeon criticized the sharpness of the trocar knife. He felt it caused a more difficult insertion through the sclera than usual. He had to push too much to enter the trocar into the eye. No patient injury."

Manufacturer narrative:
The device has been requested for evaluation; however has not yet been received. The sterilization and lot history records were reviewed and found to be within specification. Report 3 of 3.